Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for foreign matter with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that prior to use red foreign matter was found in barrel with a bd vacutainer® ultratouch¿ push button blood collection set. The following information was provided by the initial reporter: the phlebotomist observed a red colored mark located inside the barrel of an unused needle. They are concerned that the material is of a reddish hue and potentially could be dried blood.

Manufacturer narrative:
Medical device type: jka, fpa. . Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use red foreign matter was found in barrel with a bd vacutainer® ultratouch¿ push button blood collection set. The following information was provided by the initial reporter: the phlebotomist observed a red colored mark located inside the barrel of an unused needle. They are concerned that the material is of a reddish hue and potentially could be dried blood.